Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported multiple, intermittent occlusion alarms occurred. A supply change was performed and the occlusion alarms continued. A system check was performed using the current supplies and the occlusion alarms were verified. The customer's blood glucose level was 212 mg/dl.